Event description:
Hemoglobin was trending low for all levels of qc. The customer stated that a patient sample run on the cell dyn 1700 analyzer generated a hemoglobin (hgb) result of 8.6 g/dl. The sample was repeated and the cd1700 generated the same result. The patient was sent to the hospital and a new sample was obtained form the patient. The new sample was run on a beckman coulter analyzer at the hospital and a hgb result of 9.2g/dl was generated. The transfusion protocol for the patient was reduced from 3 units of packed rbc's to 2 units.